Event description:
It was reported that a patient, who had a right tsa, underwent a revision procedure to another company¿s devices. Glenoid loosening along with extensive poly wear reported. The patient was revised to a reverse. There was device breakage reported, but no parts or pieces fell into the wound site. There was no surgical delay during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were not made available. No device images were provided. No further information.